Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent emergent endovascular treatment of a thoracic arch aortic saccular aneurysm impending rupture using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. During the treatment, first ctagac, tgm343415j, was successfully implanted just below a left common carotid artery (lcca). A proximal edge of sleeve of second ctagac, tgmr373715j, was cut to expose the partially uncovered stent (pus). The physician originally intended to locate the 2nd ctag so that only the pus covered the lcca; therefore, the sleeve was cut to ensure that the sleeve of the pus part did not cover the lcca. During insertion of the second ctagac to locate the pus at the branch of the left common carotid artery, the pus stuck in the first ctagac. Unsuccessful attempts were made to advance the second ctagac such as the catheter back and forth, advancing the catheter while pulling down a guidewire. When the second ctagac was advanced with force, the first ctagac migrated proximally and unintentionally covered the left common carotid artery. A bare stent (epic 8 mm x 6 cm) was additionally implanted into the left common carotic artery and the flow into the left common carotid artery was recovered. The second ctagac was implanted from zone 1. The patient was tolerated the procedure. The physician¿s original intention was to avoid any coverage of lcca including pus of the 34 mm 1st ctag, then 37 mm 2nd ctag will be overlapped to cover the lcca with only the pus of the 2nd ctag. However, because the 1st ctag was migrated, the 2nd ctag was implanted distally from zone 1, overlapping the 2nd device. The patient's anatomy was not reported as challenging.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include stent graft: occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.